Manufacturer narrative:
Medtronic received additional information that this valve was replaced due to valvular degeneration, including severe regurgitation, and moderate stenosis. Prior to the replacement, the patient presented with shortness of breath upon exertion. No other adverse patient effects were reported. Patient's relevant medical history added . Device explanted date added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the device's functionality and its availability for return and analysis, any adverse patient effects and the patient's weight. A supplemental report will be filed if additional information is received and/or when investigation is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately fifteen years, ten months post-implant of this bioprosthetic valve, the valve was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.